Event description:
The customer provided a photograph and reported 2 cases received with no labeling on the individual product packages.

Manufacturer narrative:
Complaint (B)(4). We received customer pictures and according to our investigation, the alleged labeling deficiency is justified. That is why we initiated recall 23-440.